Manufacturer narrative:
Update to d9: sample returned. Update to h3: device evaluated. Update to h6: type of investigation. Update to h6: investigation findings.

Manufacturer narrative:
According to the customer, the individual experienced "redness, itching, and swelling" beginning in the "summer of 2025" while using the gloves. The customer reported that the irritation occurred "on and off" while using the product but worsened in (B)(6) of 2026 causing the individual to seek medical attention. The customer reported that they were prescribed "an oral medication and cream to apply to the area". The customer reported that after taking the prescribed medications and stopping use of the product, the "dermatitis" was no longer "visible or itchy". The customer did not report any serious injury related to the reported incident. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, the individual experienced "redness, itching, and swelling" beginning in the "summer of 2025" while using the gloves. The customer reported that the irritation occurred "on and off" while using the product but worsened in (B)(6) of 2026 causing the individual to seek medical attention.